Event description:
The following was reported to hamilton medical ag: · this event was reported to hamilton that the pressure does not rise and the direct area around the cuff pressure tube connector shows a crack. Due to the crack the cuff pressure tube connector itself is positioned crookedly. The hospital staff claimed that the intellicuff pressure controller was never dropped, nor was unnecessary force applied to the cuff pressure tube connector. · this occurrence was noticed during cleaning. · the alarm was observable both visually and through hearing. · the device log files, and a video were provided to hamilton. · there is no patient involvement reported. · there is no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of (B)(6). (FDA): - section d3: email address added. - section d4: model number added. - section d4: lot number "not applicable" added. - section d4: UDI (di-pi) added - section g6: follow-up 1. - section h2: correction box marked. - section h4: manufacturing date added.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton that the pressure does not rise and the direct area around the cuff pressure tube connector shows a crack. Due to the crack the cuff pressure tube connector itself is positioned crookedly. The hospital staff claimed that the intellicuff pressure controller was never dropped, nor was unnecessary force applied to the cuff pressure tube connector. This occurrence was noticed during cleaning. The alarm was observable both visually and through hearing. The device log files, and a video were provided to hamilton. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.